Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The device was inflated with an in-house inflation device and a leak was noted on the proximal cone of the device. The balloon fibers were stripped and a re-inflated. A pinhole rupture was noted on the proximal cone. Therefore the investigation is confirmed for leak, and for a pinhole rupture. The pinhole rupture was the cause of the reported leak. However, the definitive root cause for the identified pinhole rupture could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified.. Accordingly, this event has been determined to be MDR reportable. (Expiry date: 11/2022). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly could not maintain 30 atm, after three inflation attempts. Upon removing the catheter from the patient, a leak was reportedly found from the guidewire lumen. No further treatment was needed. There was no reported patient injury.